Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power error alarm. The power management tool confirmed power error alarm was triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with cracked select button keypad overlay, minor scratched lcd window, scratched case and faded serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a power error alarm. After troubleshooting, she called back in four hours because the same alarm occurred. The customer's blood glucose was 112 mg/dl. The customer was advised that insulin pump would need to be replaced. The insulin pump will be returning for analysis.